Event description:
Customer reported that they needed to charge their pump daily as it quickly dropped down to 30%. There was no reported impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event, and no corrective actions were detailed.